Event description:
During a retrograde femoral nailing for a midshaft femur fracture, the 8.5mm reaming head sheared off. Surgeon reported fragments remain in the medullary canal near the lesser trochanteric region.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Device has been received and is in the evaluation process.